Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that they had a staph infection 2/4 days after their device was implanted sometimes in (B)(6) 2012 and it was taken out and replaced on (B)(6) 2012. Patient further confirmed that the infection had been resolved. On (B)(6) 2018, operative notes were received from the facility, noting it was the right system that was removed because of the infection. Prior to the procedure, it was known from the cultures that the infection was staphylococcus epidermidis coag-negative. It was noted the patient tolerated the procedure well and was transferred to the recovery room in stable condition. There were no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received